Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, discoloration (foreign material) inside the lg-lens was confirmed. And the device did not meet the standard specifications. Since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. The probable cause, was that the lg-lens glue was peeled off, due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The root cause could not be identified. The instruction manual identifies, the following related verbiage. Which could have detected the phenomenon: instructions for use (IFU) states, the detection method in tjf-q190v, operation manual, 3.3: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited discoloration inside of light guide lens. There were no reports of patient involvement.